Event description:
It was reported that a pt underwent a primary incisional/ventral hernia repair under general anesthesia in 2009. Post-operatively two months later, a seroma was noted for which an evacuation was performed by puncture. The fluid was serosanguinous, not purulent. The surgeon saw the pt four months later because of recurrence of the seroma (subcutaneously) on the midline above the umbilicus. A puncture of this seroma was performed and 20 cc of serosanguinous fluid was aspirated. There were no signs of infection. The surgeon expects this event will resolve itself.

Manufacturer narrative:
Seroma - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.